Event description:
Patient found on floor. Patient stated she was trying to get into bed. Wheelchair locked at this time and flipped forward onto anti-tip bars. No injury or complaint of pain. The device broke when it hit the floor.